Manufacturer narrative:
The device passed the self test, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement and the dat test at 0.08725 inches. No critical pump error noted during testing. The device had high sleep current measurement due to corroded electronic assembly. The motor and force sensor had moisture damage. No moisture damage noted in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was 125 mg/dl. Troubleshooting was performed for critical pump error. The customer also stated that the insulin pump was exposed to fluid. The insulin pump will be returned for analysis.